Manufacturer narrative:
Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zcb00 23.5 dipoter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. The zcb00 23.5 diopter lens was explanted on (B)(6)2019 due to complaints of anisometropia, visual disturbance, and blurry vision. Left eye pre-operative farsighted visual acuity was reported as 20/20 and visual acuity post-operative was reported as nearsighted -3.0. It was also reported there was no incision enlargement, no suture(s), and no vitrectomy. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this production order number have been received. Conclusion: as a result, of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.